Event description:
It was reported that a user experienced signal loss between the ilet and the dexcom g7 continuous glucose monitor (cgm), while the dexcom app continued to display glucose readings, indicating the cgm was functioning and the issue was limited to pairing with the ilet. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no change in clinical status and no medical intervention. User support included user-guided troubleshooting consisting of toggling connectivity, restarting the device, and re-entering the sensor pairing code to initiate the pairing process. Investigation of this case revealed a communication or connectivity issue between the ilet and the cgm, consistent with a device-to-device pairing interruption, with no evidence of sensor or transmitter failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity disruption consistent with external communication or software-related factors.